Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator's (crt-d) latest battery voltage measurement was 2.60 v with less than 27 months of service. It was reported that the device is not included in the latest advisory related to premature battery depletion, but there was concern about possible early depletion. It also was reported that the device's left ventricular outputs were programmed to 5 volts at 1 ms. There was no report of adverse patient effects and the device remains implanted and in service.

Manufacturer narrative:
A boston scientific technical services consultant (ts) advised that with lv outputs at that high of a level, it is likely that device will not last to full longevity. Ts recommended following the patient's device more often in the future. This event will be reopened and updated if additional information is received. The patient passed away 10 months later with no allegations relating to the device. The device was returned approximately five years later and underwent standard analysis testing. Upon receipt at our post market quality assurance laboratory, the device was at end of life (eol) and in storage mode due to low battery voltage, which is normal due to the length of time since explant. Electrical testing was not performed due to the low battery voltage. Examination of the device memory determined that the device was functioning properly at the time of patient death and there were no allegations against device functionality. The device was found to meet specifications for normal device operation.